Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site reported that every other scan makes the system unresponsive which resulted in system reboot. The manufacturer representative (rep) stated that the mobile view station (mvs) displayed 3d disabled. The rep performed a system checkout in a previous case and didn't notice the issue. However, the site has been stating that this problem has been happening consistently. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site reported that every other scan makes the system unresponsive which resulted in system reboot. The manufacturer representative (rep) stated that the mobile view station (mvs) displayed 3d disabled. The rep performed a system checkout in a previous case and didn't notice the issue. However, the site has been stating that this problem has been happening consistently. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stated that the mobile view station (mvs) was unresponsive not the navigation system.